Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump was not vibrating although the volume was set to "vibrate". No adverse impact to customer's blood glucose. Reportedly, customer continue to use pump for insulin therapy.